Event description:
The customer reported that the equipment gives a high does reading. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep replaced performed an equipment acceptance test. The system works as intended.